Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a touch contamination. On the same day as onset of the peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from the event and was discharged from the hospital (total stay of 35 days). It was not reported if the patient was retrained on aseptic technique. No additional information is available.